Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "status 90" message, would not charge, and had no pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.